Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2011 that a customer had an issue with a blood collection device. The customer reports that the needle detached from the device when the phlebotomist pulled it out of the pt's arm. The needle remained in the pt's arm and the phlebotomist then pulled out the needle. No further medical intervention or impact to the pt was reported.